Event description:
Philips received a complaint by the customer on the v60 indicating that the device automatically powered on and alarmed. The nursing staff was unable to power down the device. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device automatically powered on and alarmed. The nursing staff was unable to power down the device. The investigation is ongoing.

Manufacturer narrative:
H10: per good faith effort (gfe) response received 22dec2025, the authorized service provider (asp) engineer stated that the device automatically started up with an alarm and could not be powered down; the power switch overlay was found to be damaged. After the hospital equipment department replaced the power switch overlay, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11: d4 - product UDI #.